Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced a blood glucose of 490 with increased urination, thirst, and tiredness. The family member reported that the pump alarm history indicated multiple occlusion alarms during the course of the day when the patient was bolusing. The family member confirmed that the site looked red; the site was slightly swollen and there was a knot in the center. She reported that the patient was using the same area for all infusion sites. This report is made because the patient experienced hyperglycemia due to inadequate response to occlusion alarms and possible site issues.